Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been beeping for months. The right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement, measuring at 143 ohms. The healthcare professional indicated that the shock impedance and pace impedance measurements had been increasing since december 22, until march and now the impedances are coming down again. Data was reviewed and boston scientific technical services confirmed the high out of range shock impedance measurement and also observed some noisy signals on rv shock egm. Troubleshooting recommendations were provided to evaluate both the device and lead for integrity. If the physician decides to closely follow the patient, upper limit of shock impedance and beeper programming should be decided regarding physician's discretion. The patient was hospitalized for observation and the patient is doing well. The physician wanted to initiate anti-tachycardia drugs for the patient. No additional adverse patient effects were reported. The device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been beeping for months. The right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement, measuring at 143 ohms. The healthcare professional indicated that the shock impedance and pace impedance measurements had been increasing since december 22, until march and now the impedances are coming down again. Data was reviewed and boston scientific technical services confirmed the high out of range shock impedance measurement and also observed some noisy signals on rv shock egm. Troubleshooting recommendations were provided to evaluate both the device and lead for integrity. If the physician decides to closely follow the patient, upper limit of shock impedance and beeper programming should be decided regarding physician's discretion. The patient was hospitalized for observation and the patient is doing well. The physician wanted to initiate anti-tachycardia drugs for the patient. The plan is to keep the lead in close monitoring. No additional adverse patient effects were reported. The device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been beeping for months. The right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement, measuring at 143 ohms. The healthcare professional indicated that the shock impedance and pace impedance measurements had been increasing since december 22, until march and now the impedances are coming down again. Data was reviewed and boston scientific technical services confirmed the high out of range shock impedance measurement and also observed some noisy signals on rv shock egm. Troubleshooting recommendations were provided to evaluate both the device and lead for integrity. If the physician decides to closely follow the patient, upper limit of shock impedance and beeper programming should be decided regarding physician's discretion. The patient was hospitalized for observation and the patient is doing well. The physician wanted to initiate anti-tachycardia drugs for the patient. The plan is to keep the lead in close monitoring. No additional adverse patient effects were reported. The device and rv lead remain in-service. Additional information was provided, it was reported that the device and lead continue to show increasing shock impedance measurement, now reaching values greater than 150 ohms. The physician called the patient and performed a defibrillation threshold testing (dft). The dft test was successful, the ventricular fibrillation was terminated at first attempt with an energy of 26 joule shock. However, the reported shock impedance value after the test was displayed to be above 125 ohms and at the same time a code 1005 was observed. An x-ray was provided for review. Technical services reviewed the data and indicated the shock data is consistent with daily lead impedance measures. The lead appeared to be intact but has gradually developed increased impedance over time. This is likely due to either encapsulation or calcification of shocking coils. The decision whether to replace or continue service of the lead is a clinical decision and is the physicians discretion. No additional adverse patient effects were reported. The device and lead remain in-service.